Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman delivery system (wds) and implant inside the shaft of the watchman access sheath (was). The wds was not snapped into the cap of the was. There was blood on the was, wds, and the implant. The implant was removed and the devices were able to be separated with no resistance. There were numerous kinks throughout the wds. The shaft was buckled at the hub and from the markerband proximal 3mm. The implant was received in the deployed state. Some of the anchors were bent and damaged. There was no damage or irregularities to the corewire. The tip was damaged. The confirmed tip damage and anchor damage is consistent with recapturing the implant. An attempt to recapture the implant was unsuccessful, due to the damage of the shaft and the was. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06233. It was reported that recapture difficulty and a kink occurred. The patient underwent a left atrial appendage closure (laac) procedure. The physician positioned a watchman® access system and advanced a 27mm watchman ® laa closure device & delivery system. The watchman ® laa closure device was deployed in the laa; however, it was not released and required recapture. There was difficulty in fully recapturing the device and the access and delivery system were kinked. The watchman ® laa closure device was about 95% recaptured, so it was removed with a few millimeters sticking out of the access system. The procedure was not completed. There were no patient complications and the patient's condition is fine.